Event description:
Information received with return of the explanted device notes that the patient presented with a superficial infection two months previous that initially responded to antibiotics. The infection subsequently progressed to erosion.